Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted the rv coil was slightly distorted with blood visible on the coil and helix. (B)(4).

Event description:
It was reported that during an attempted implant, upon insertion of the lead into the right ventricle, the physician noted via x-ray that there seemed to be gaps in the coil. Visual inspection noted space between the filars. The right ventricular (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.